Manufacturer narrative:
Additional manufacturer narrative: internal blood leaks can occur due to damage of the hollow fibres. No sample is available for investigation. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined. Gambro does not regard the submission of this report as an admission of liability.

Event description:
It was found membrane broken during treatment. The blood loss was unsignificant. No patient harm and no medical intervention was needed.